Event description:
On 2024-09-16, the site contacted berlin heart gmbh clinical affairs to report that the patient supported with an excor blood pump, pu valves; 15 ml in/out; ø 9 mm in bi-vad configuration had a significant left middle cerebral arterial stroke on (B)(6) 2024. On the same day CT scan result showed an established lmca stroke. Non-occlusive thrombus was seen in m2 and m3 branches and a distal occlusive thrombus in m1 branch. The patient was recovering well and partially regained right arm motor function on the day of the event. It was reported that no deposits were observed inside the excor pumps at the time of the initial report on 2024-09-16. Consequently, this event was determined to be non-reportable under MDR requirement. However, during a site visit on (B)(6) 2024, bh ca was informed that deposits were present in both pumps (lvad, s/n (B)(6), rvad, s/n (B)(6)). After reviewing the information related to this adverse event (ae), on 2024-09-23 it was determined that the incident should be reported. The pumps performed as intended with complete fill and ejection at the time of the event.

Manufacturer narrative:
The excor blood pump pu valves; 15 ml in/out; ø 9 mm; lvad sn (B)(6) was in use on the patient from (B)(6) 2024 until the time of the event on 2024-09-08 for 97 days. On (B)(6) 2024 after repeated brain CT of the patient and careful consideration, parents made the decision to compassionately withdraw the patient from vad support. The patient expired on (B)(6) 2024. The patient continued to remain on the same pump until the care was withdrawn from the patient on (B)(6) 2024 for 133 days. The patient was originally implanted with an excor pediatric vad system in lvad configuration on (B)(6) 2024 and an additional rvad was implanted on (B)(6) 2024. We have reviewed the production records of the excor blood pump, sn 2330529 and the pump was produced according to our specification. The other pump rvad, sn (B)(6) associated with this event is submitted as 3004582654-2024-00049.